Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device in its original box and jar fully submerged in clear solution at medtronic¿s quality laboratory, visual analysis showed all leaflets were in an open position. All leaflets appeared intact; no damage was observed. All commissures were intact. There were no signs of damage, such as kinks or bends to the frame. The valve exhibited discoloration consistent with blood contact; however, there was evidence of thrombus on the returned valve. The valve was submerged in warm saline; the frame expanded to full dilation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were noted. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was prepared by an experienced loader but an overlap to the fourth node was observed during the fluoroscopy check. The system was not used. A second system was prepared and passed the fluoroscopy check. The 18 french delivery catheter system (dcs) was inserted into the patient through a 22 french non-medtronic (gore dryseal) sheath over a small non-medtronic (safari) guidewire. During the first deployment attempt, the valve was too shallow. A full recapture was performed. Upon the second deployment attempt to 80%, a new infold was present in the valve. The valve was recaptured and removed from the patient. A third new system was introduced for a successful implant. No patient complications were reported as a result of this event. Additional information was received that there was a procedural delay of approximately five minutes as a result of the infold. Per the physician, the patient anatomy had a heavy amount of leaflet calcium that could have led to the infolding.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012628475); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012436668); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012623715); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012628475); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID l-evolutfx-34 (lot: 0012623715); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was prepared by an experienced loader but an o verlap to the fourth node was observed during the fluoroscopy check. The system was not used. A second system was prepared and passed the fluoroscopy check. The 18 french delivery catheter system (dcs) was inserted into the patient through a 22 french non-medtronic (gore dryseal) sheath over a small non-medtronic (safari) guidewire. During the first deployment attempt, the valve was too shallow. A full recapture was performed. Upon the second deployment attempt to 80%, a new infold was present in the valve. The valve was recaptured and removed from the patient. A third new system was introduced for a successful implant. No patient complications were reported as a result of this event.